Manufacturer narrative:
Patient weight was requested but has not been provided. A review of the software logs was completed by a software engineer who found: "the logs showed two completed 3d scans. The first one completed at 9:59:44. The other completed at 10:30:53. The logs did not show switch activity again until 12:00:44. Examining the logs is inconclusive because the logs only show when the switches change states. The o-arm firmware reports the state of the switches to the ias application. The ias application responds to any changes in the reported switch states. Detecting an absence of a switch stimulus is not possible. The event details indicates the issue is related to the hand switch hardware because the ias application responds to both the foot and hand switches in the exact same manner. The logs suggest that the o-arm is working correctly when a switch stimulus is detected. The software investigation was unable to determine root cause without further information. Suspect hardware issue with handswitch. On (B)(4) 2016, a medtronic representative visited the site and replaced the batteries and handswitch. Following battery replacement, a system checkout was successfully completed, with all checks passing. Since then, no further issues of this nature have been reported by the site. No parts have been received by the manufacturer for analysis.

Event description:
During a spinal fusion case, after taking the 3d scan, the site contacted a medtronic representative indicating that the battery level was at critical status on the imaging system. The site also informed the medtronic representative that the hand switch on the imaging system was no longer working. The site completed the procedure without the use of imaging and navigation system. There was less than a one hour delay to therapy as a result. There was no impact on patient outcome.

Manufacturer narrative:
If follow-up, what type?) Correction: the following information was inadvertently left off initial 3500a: this event was identified during a retrospective review as discussed with the FDA (B)(4) office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.